Event description:
A customer reported receiving a glucose result of 143 mg/dl on their freestyle freedom blood glucose monitor, and then reported being a state of "hypoglycemic shock." They reported feeling sweaty, that their head was drooped, and that they were in a stupor. Paramedics were called, and upon arrival, a glucose result of 42 mg/dl was obtained on an unk brand of glucose monitor. Glucose was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.